Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue could not be reproduced. As a precaution, the mvs interface cable was replaced. The replaced part was not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the imaging system was on hold in stand-alone mode. The rep plugged in the mobile view station (mvs) interface cable which resolved the issue. After this, the 3d images contained a ring artifact. The image acquisition system (ias) and the mvs were rebooted which resolved the issue. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for analysis. Investigation was unable to confirm reported problem "software corruption." Mvs interface cable passed bench communication 100t and gbit testing, as well as continuity testing. Installed the cable in o-arm system 267 and the system readied and functioned as expected. Communication, 2d and 3d imaging were all successful while under test. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Additional information: the suspect interface (umbilical) cable was received by the manufacturer for analysis. Testing has not been completed on the interface (umbilical) cable at this time. The logs for the date of the reported incident were analyzed. The logs showed confirmed the reported issue that the imaging system would enter and exit standalone mode. Adjustment of the interface (umbilical) cable resolved the reported issue. Error messages from the imaging system were confirmed through log analysis. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.